Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for less than an hour the pods cannula had not deployed and the pink slide did not move forward. The patients reported blood glucose level was 119 mg/dl.